Event description:
(8/24, reference (B)(4) for all attachments and related complaints)per complaint: nd clamp tubing, settings rate 2.s res vol 77.5 given 23.5 air in tubing, no injury to patient. No further information available.